Event description:
On (B)(6) 2009 the pt was implanted with five gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date, computed tomography (CT) scan revealed a proximal type 1 endoleak with aneurismal sac growth of approx 1 cm in diameter. It was reported the device had migrated distally approx 20 mm. On (B)(6) 2012 the pt was implanted with a medtronic endurant aortic cuff and aptus stapling device. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. Imaging evaluation findings: available images include a non-contrast CT only. Cannot confirm or rule out the presence of an endoleak. One time point available. Cannot confirm or rule out aneurismal growth. Available axial images appear to show implanted devices distal to the lowest renal artery. Cannot confirm length from the lowest renal artery to the proximal end of the implanted devices with available non-contrast CT with collimation of 5mm. The proximal end of implanted devices does not appear to be touching the wall of the aorta.